Event description:
The customer reported via telephone call that the paramedics were called while she was at work to treat her low blood glucose. The blood glucose reading was 23 mg/dl. The customer reported that the low blood glucose was due to not being able to eat while working and that she now takes snacks at work. The paramedics treated the customer with juice and sugar and the customer had refused to go to the hospital.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.